Event description:
On (B)(4) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr result compared to the lab method. Customer provided the total number of pt tests per quarter, dating back to (B)(6) 2011, then calculated the means of the results. Customer has seen the means increasing by quarter. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On 03/30/2012 the incident was identified and linked to an investigation that was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.